Manufacturer narrative:
The device returned for analysis. The reported difficult to remove from the anatomy, gripper line break, and gripper actuation issue, could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from the lot. It should be noted that the reported patient effects of mitral regurgitation (mr) and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All information was investigated and the reported difficult to remove from the anatomy appears to be related to user technique/procedural circumstances. However, a cause for the gripper line break resulting in gripper actuation issue was unable to be determined. The tissue damage appears to be related to the procedural circumstances and due to difficult to remove the clip from the anatomy, and the unchanged mr appears to be a result of the tissue damage. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed as the mitraclip became stuck in the chordae with subsequent tissue injury and gripper line break with actuation issues. It was reported that on (B)(6) 2020, the patient presented with functional mitral regurgitation (mr) grade 3-4. Two mitraclips were implanted without an issue reported. The mr was reduced to grade 2. A third clip (cds0602-ntr, 00618u150) advanced to the left atrium. The clip was opened and slightly turned to align perpendicular to the line of coaptation. Once in the left ventricle, this clip became stuck on the chordae and during removal attempts, the chordae tore. Standard troubleshooting was performed, removing the clip from the chordae. While grasping with this 3rd device, the gripper line had broken and the gripper was no longer moving. Safe grasping was not possible with this 3rd clip and therefore the device was not implanted and removed without further issues reported. The mr remained grade 3-4. Surgery is planned. No additional information was provided regarding this issue.